Manufacturer narrative:
The product was not returned to assist in the investigation. The DHR (device history record) was reviewed and no non-conformances were found. There are no indications of manufacturing defects. The complaint cannot be confirmed as the bar was not returned for evaluation and remains successfully implanted. The bar was manufactured as designed, inspected and found to meet specification. The IFU (instructions for use) states ¿the surgeon is to be thoroughly familiar with the implants and the surgical procedure prior to surgery. The correct selection and placement of the implant is important. Preoperative planning to determine the most appropriate size and final position of the implant is required.¿ the surgeons select and approve the size and shape of the bar. The most likely underlying cause of the complaint is surgeon preference.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The patient scans and bar design were reviewed by the engineer, everything fell within the criteria used for determining bar lengths and curvature. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The surgeon reported a custom pectus bar was two inches too short. It is reported the surgical delay exceeded thirty minutes, however the duration of the delay is unknown. No adverse effects have been reported as a result of this event.